Manufacturer narrative:
The reprocessed arthrex scorpion¿ needle, model ar-13990n was received from great falls clinic surgery center, and it had been reprocessed by medline renewal. Our investigation confirmed that the tip of the device had detached from the needle, however the tip was retrieved and received with the device. There were no other observed issues with the device that may have caused or contributed to the incident. Medline renewal performs 100% inspection for bends and kinks on the device, and any device that does not meet stringent acceptance criteria is discarded. Unfortunately, medline renewal was not able to obtain enough information to determine the failure mode exactly, therefore the root cause of the failure is unknown. Our investigation also included a review of the device history record where we reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. The instructions for use state that the tip of the device may break if excessive force is applied, and that the use of excess force to pass the needle through fibrous/calcified tissue, or striking bone, can cause needle breakage and patient injury. It is recommended to reposition the needle to pass through a different area. (B)(4).

Event description:
Medline renewal received a report that the tip of a reprocessed arthrex scorpion needle detached during the course of surgery. The tip of the needle was retrieved, and the report stated that the patient was not harmed in any way.